Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Event description: 5mm endocatch bag ruptured in surgery during specimen removal. Occurred one other time on a different date per surgeon. Opened a [competitor] ripstop bag to complete procedure. Additional information provided by [name] via phone call with [name]: [name] called and wanted to let you know the following information regarding the complaint he just reported a few minutes ago: first incident happened (B)(6) 2026. The prongs were not exposed in either instance; it was just the bag. Cd003 (same model for both events). Intervention: opened a [competitor] ripstop bag. Patient status: no patient injury.